Manufacturer narrative:
Journal reference: https://doi.org/10.3349/ymj.2017.58.1.99.

Event description:
104 patients including 52 receiving paclitaxel-coated balloons (pcb) and 52 receiving drug eluting stents (des) were enrolled in a study to compare the impact of pcb or des on peri-procedural myocardial infarction (pmi) on de novo coronary lesions in stable patients. 6 patients were treated with endeavor drug eluting stent devices. The devices were used to treat lesions in the lad, lcx and rca arteries. The resulting adverse events include peri-procedural myocardial infarction (pmi), target vessel re-vascularization (tvr) and side branch occlusion.